Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. They were unable to verify the unresponsive button and scrolling number display anomaly due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported that the insulin pump was dropped in the toilet. Customer's blood glucose was 123 mg/dl. Customer stated that the pump display went blank immediately after the pump was exposed to moisture. Customer stated that she saw numbers ramping while trying to deliver a bolus. Customer was advised that the up or down button may be stuck. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.